Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a diagnostic procedure, it was found that the endoscopic image was not displayed. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus australia, there was the possibility that the reported phenomenon was attributed to the failure of the cable due to the user handling.